Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the resident was firing the device. On the second firing, with a green cartridge the device was difficult to fire, the surgeon used to handles to fire the device. After the device was opened and removed from the patient the staple line was very bad. There were missing staples, malformed staples and staples that did not form. The surgeon used suture to close the 4 centimeters of stomach that was left open after the device was opened. A leak test was performed and was fine. It was noticed that the knife cut through the reload. .

Manufacturer narrative:
(B)(4). Damaged drivers, damaged one piece sled, damaged cartridge. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd firing. Echelon straight/flex: asku. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? Seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected? Firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis found that one device was returned in good visual condition and with an ecr60g reload present. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.